Event description:
Reporting status: death. Reporting rationale: chest pain and congestive heart failure resulting in patient's death. Device issue: no device malfunction has been reported. It was reported via a trial that a xience v 2.5 x 18 mm and a xience v 3.0 x 28 were implanted in the patient in 2007. In 2008, the patient was experiencing chest pain and had congestive heart failure. The treatment was a mitral annuloplasty; however, the patient died. No additional event or patient information is available.

Manufacturer narrative:
The second xience v 3. 0 x 28 mm (part#1009529-28/lot#- unknown) stent mentioned is being filed under the same manufacturer number.